Event description:
Customer was on vacation in greece and needed a replacement blood glucose meter sent to her. The customer is a resident of the UK and uses a glucose meter programmed to display in mmol/l. However, the customer did not identify herself as being from the UK and provided an address in greece for her replacement meter. Customers in greece are provided with glucose meters programmed to display results in mg/dl. The customer used the replacement meter and assumed that the decimal point she usually sees on her other meter was missing, but did not call to ask or replace. The customer subsequently had a low blood sugar and required hospitalization to treat it.